Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist, approximately 3 years post tavr procedure with a 29mm sapien 3 valve in the aortic position a 26 mm sapien 3 ultra valve was implanted in a valve in valve procedure due to moderate paravalvular leak. The 29mm sapien 3 valve serial number is unknown at this time. Per the fcs, the valve failed due to stenosis.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint was unable to be confirmed. As the device was not returned and no relevant imagery was available, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The complaint for post implantation paravalvular leak was unable to be confirmed due to unavailable of relevant imagery and medical record. As serial number was not provided a review of the device history and lot history was unable to be completed. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately 3 years post tavr procedure with a 29mm sapien 3 valve in the aortic position a 26 mm sapien 3 ultra valve was implanted in a valve in valve procedure due to moderate pvl. The 29mm sapien 3 valve serial number is unknown at this time''. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. There were no IFU/training materials inadequacies or edwards defect identified. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.